Manufacturer narrative:
Initial and final (B)(4) MDR 3003442380-2026-01002- device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced two infusion set cannula bent events on (B)(6) 2026. In the first event, the patient went to the emergency room (ER) on (B)(6) 2026 due to hyperglycemia. The event occurred three or more hours after insertion. The insertion site was the abdomen. The infusion set was in use for within twelve hours. The blood glucose level was high and ketones were present at the time of the event, and the patient was treated with intravenous saline and insulin. The patient was released from the hospital on (B)(6) 2026. The length of ER stay was less than one day.in the second event, on (B)(6) 2026, the patient's blood glucose level was reported as high. The issue was managed with a correction bolus via pump.the patient replaced infusion sets and resumed insulin successfully. No further information available.